Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited greater than 2500 ohms impedance. The physician suspected that the lead may not have been completely inserted into the header. The lead was explanted and replaced.